Event description:
The patient reported that there was a tooth loss (no specific tooth was mentioned). No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "general risks to patients- a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No conclusive evidence has been provided that supports or opposes whether the vivera retainers caused or contributed to the required tooth extractions (permanent impairment), therefore, this event it is being filed as an MDR. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.